Event description:
The pt had to have an emergency mediastinal re-exploration for hemostasis due to dehiscence of coronary artery bypass anastomosis. The 6-0 suture line had disrupted at a single site; the knot was intact with limbs extending in both directions indicating primary suture failure.